Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
The healthcare professional reported "rupture". This record is for left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The healthcare professional reported left-side rupture. The device remains implanted.